Manufacturer narrative:
Analysis of the device memory image revealed device charged two times in back up vvi mode which caused the battery voltage measurement to increase with time after high voltage charging as expected. Interrogation of the device revealed the device was at elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of premature battery depletion. The reported field event of backup vvi was not evaluated due to the unavailability of the device memory image during the device back up vvi mode. The reset data is consistent with the known anomaly associated with the merlin at home radio frequency use.

Event description:
It was reported that when an asymptomatic patient presented in clinic, upon device interrogation device back up vvi mode was observed. A device download was performed successfully to resolve the issue. Patient was stable and will be followed up. During another follow up visit, premature battery depletion was observed on the device. Device is part of the fsca lithium battery advisory. Device was explanted and a new device was implanted. Patient was stable post procedure.